Event description:
Customer called to ask for training. She had the meter for some time and had just started to use it. The customer did not have have control solution. The test strips she had were expired. Customer service explained that accurate readings could not be guaranteed with expired products. The customer had tested earlier that day and had readings 14.9 and 19.9 mmol/l. She did not adjust her medication and did not understand what the readings meant. Customer service assisted the customer in changing the meter back to mg/dl. Customer was sending normal control, 25 test strips, and a check strip and a new meter.